Event description:
It was reported that the ilet displayed repeated alert code 38 indicating a stalled motor, and despite multiple restarts and two attempted dry runs to (B)(4) units, insulin delivery could not be performed; education was provided on rewinding prior to cartridge removal, and the event was associated with a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.